Event description:
It was reported that during a treated episode with four shocks, the subcutaneous implantable cardioverter defibrillator (s-ICD) may have oversensed some of the arrhythmia to get them into a tachy state. The first three shocks were not successful in converting the arrhythmia, with the second possibly accelerating it. The forth shock converted the arrhythmia. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a treated episode with four shocks, the subcutaneous implantable cardioverter defibrillator (s-ICD) may have oversensed some of the arrhythmia to get them into a tachy state. The first three shocks were not successful in converting the arrhythmia, with the second possibly accelerating it. The forth shock converted the arrhythmia. The s-ICD system was explanted and the device was returned for analysis. No additional adverse patient effects were reported. Additional information was received indicating the patient received another inappropriate shock due to t-wave oversensing while in the alternate vector. The patient was admitted to the hospital overnight, and the s-ICD was later reprogrammed to the secondary vector as a resolution. The patient was later also managed with medication. The s-ICD was later explanted in part because of the inappropriate shocks, but also at the physician's discretion to implant a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Event description:
It was reported that during a treated episode with four shocks, the subcutaneous implantable cardioverter defibrillator (s-ICD) may have oversensed some of the arrhythmia to get them into a tachy state. The first three shocks were not successful in converting the arrhythmia, with the second possibly accelerating it. The forth shock converted the arrhythmia. The s-ICD system was explanted and the device was returned for analysis. No additional adverse patient effects were reported. Additional information was received indicating the patient received another inappropriate shock due to t-wave oversensing while in the alternate vector. The patient was admitted to the hospital overnight, and the s-ICD was later reprogrammed to the secondary vector as a resolution. The patient was later also managed with medication. The s-ICD was later explanted in part because of the inappropriate shocks, but also at the physician's discretion to implant a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event. Correction to field h6: impact codes.

Event description:
It was reported that during a treated episode with four shocks, the subcutaneous implantable cardioverter defibrillator (s-ICD) may have oversensed some of the arrhythmia to get them into a tachy state. The first three shocks were not successful in converting the arrhythmia, with the second possibly accelerating it. The forth shock converted the arrhythmia. The s-ICD system was explanted and the device was returned for analysis. No additional adverse patient effects were reported. Additional information was received indicating the patient received another inappropriate shock due to t-wave oversensing while in the alternate vector. The patient was admitted to the hospital overnight, and the s-ICD was later reprogrammed to the secondary vector as a resolution. The patient was later also managed with medication. The s-ICD was later explanted in part because of the inappropriate shocks, but also at the physician's discretion to implant a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.